Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) visited the user facility and provided a reprocessing in-service from (B)(6) 2015 to (B)(6) 2015. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document alleging that a patient was exposed to a contaminated tjf-q180v duodenovidescope after undergoing multiple procedures from (B)(6) 2014 through (B)(6) 2015 at ucla medical center and (B)(6) center. As a result of the exposure, the patient reportedly suffered injuries.